Manufacturer narrative:
Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet completed. A review of the batch manufacturing records was conducted. This review did not identity any non-conformances and the batch met all finished goods release criteria no conclusion can be drawn at this time. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the product was opened and cleaned. During a case but prior to the usage of the product on the patient, the nurse noted that jaw appeared "bent". She then picked up the product to examine the jaw and it broke off in her hand. The instrument was not used in the case, and there were no adverse patient consequences as a result.